Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. No button error alarms noted. Unit had cracked battery tube threads, reservoir tube lip, reservoir tube, reservoir tube window, case window display corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the button error alarm. Customer's blood glucose level was 474 mg/dl. The customer treated their high blood glucose level with 10 units of insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.